Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (393 mg/dl). Reportedly, customer programmed their pump settings incorrectly. Customer delivered a bolus to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting pump settings.